Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A non-bsc introducer sheath was introduced. After a non bsc guide wire was advanced to cross the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 5 atmospheres during the 1st inflation. The procedure was completed with a coyote fc and a 2mm long unspecified balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the distal side of the markerband was revealed. There was pulled material to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A non-bsc introducer sheath was introduced. After a non bsc guide wire was advanced to cross the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 5 atmospheres during the 1st inflation. The procedure was completed with a coyote fc and a 2mm long unspecified balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).